Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that the power tool did not stop when drilling intra-operatively although the trigger had been released. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event, unknown. Device is an instrument and is not implanted / explanted. Device was received for evaluation (date unspecified). Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Service center (B)(4) reports, the device service history has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. The handpiece 05.001.201 sn (B)(4) has been checked and we could not find any failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the device failure reported by the customer could be confirmed. The power module has been checked and opened. In the front part of the hall sensor spring and inside the housing remaining liquids were found. The error pattern described by the customer could not be simulated as the power module was not functioning. Although the handpiece was analyzed and no failure was found, the investigation results do not exclude the possibility of a malfunction caused by the liquids found inside the power module. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the action taken as exchange, replacement. During the pre-repair diagnostic assessment the service technician identified the failure code as control unit not functioning, defective. The handpiece has been controlled, both triggers were slightly rough running, but not in a way that the trigger caused a malfunction. The power modules were checked and opened: on one the service led was on and liquid was found in the front side of the hall sensor print. On the other it was found no function and display, akku was deep-discharged, and liquid was found in the front side of the hall sensor print. The service technician identified the probable root cause as handling faulty. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.